Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices displayed interface down/patient orders not current messages. A query run in ssms indicated that the interface was in a disconnected state. The customer reported that multiple medstations displayed the error critical override patient data may not be current. The issue was suspected to be widespread, as the ciisafe es was showing the same error. The customer also confirmed that their it team reported no issues on their end. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the system had an interface down notice and messages were not crossing over. A technical support specialist logged into server and lowered the structured query language memory cap to prevent memory related issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices displayed interface down/patient orders not current messages. A query run in ssms indicated that the interface was in a disconnected state. The customer reported that multiple medstations displayed the error critical override patient data may not be current. The issue was suspected to be widespread, as the ciisafe es was showing the same error. The customer also confirmed that their it team reported no issues on their end. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.